Event description:
The facility returned the device for svc with a report of "unit turns itself off and on". Info was not provided regarding whether or not the device was in pt use, when the reported event occurred. The hosp rep stated, they have no record of any pt incident involving the pump since the last baxter svc event.